Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a battery longevity anomaly was observed. The device remains implanted and will continue to be monitored. The patient is stable.

Manufacturer narrative:
The reported field event of incorrect measurements was not confirmed in the laboratory. The incorrect measurements were due to the device setting change to higher ventricular pulse amplitude and increase of pacing demand. As-received, the device was in eri mode. The device was tested on the bench and using automated testing equipment, and no anomalies were found. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information notes that the device was explanted due to eri on (B)(6) 2019.

Event description:
New information notes that the patient condition after the procedure was stable.